Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient has no more hearing sensation with the device after a fall on the right side. The patient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more hearing sensation with the device after a fall on the right side.